Event description:
The device was used during a thoraco bullectomy. Reportedly, the staples did not form completely and the knife did not cut. No patient injury was reported. Another device was used to finish the procedure.